Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a perforation of the hepatic artery. A balance middleweight (bmw) guide wire was advanced to the lesion and a 4.8 x 19 mm graftmaster covered stent system was advanced over the guide wire when there was resistance between the guide wire and the graftmaster, although the catheter did cross to the lesion. When pressurized the balloon did not inflate. The device was being removed from the anatomy when there was resistance with the guide wire and the stent implant dislodged due to resistance with the guide wire. The dislodged stent was removed with a snare device. The procedure was completed without treating the lesion. There was a clinically significant delay in the procedure. No additional information was provided.